Manufacturer narrative:
Addtional information: patient weight added.

Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2019-02175.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2019-02175. It was reported that the patient was not receiving adequate therapy from his scs system. As a result, the patient's system was explanted.